Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 alleging the keypad was peeling from the top of the rubbery keypad for the past two months. The reporter also stated the up arrow button required multiple presses to evoke a response over the last two weeks. The reporter denied trauma to the pump. The patient continued to use the pump at the time of the call. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok buttons were responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contrast button contact. In addition, the contrast, up arrow and down arrow button contacts were noted to be misaligned.